Event description:
During an arthroscopic bankart repair, the physician reportedly utilized a speedlock knotless implant. After passing the suture for the second speedlock implant, the hole was drilled, implant loaded with the suture and slack taken up. The implant was then malted down to the appropriate laser line. The labrum was tensioned to the glenoid via the suture. The stitch reported broke and was reeled up into the inserter shaft. The implant was broken away with from the handle remaining in pts bone unused. Two attempts were made to pass another stitch; however, the needle on the sppedstitch device would not grab either suture. The physician noted the sutures appeared slightly frayed. After the second attempt was made, a new needle and stitch were placed within the speedstitch suturing device. The physician drilled a new bone hole and was then able to complete the procedure without further issues. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received. Ref MFR report: 9019871-2012-00046.